Event description:
It was reported that the patient presented in the operating room for vt ablation and the physician prophylactically imaged the rv lead. Patient was asymptomatic. Externalized conductors were found via fluoroscopy. All electrical measurements were normal. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.